Event description:
It was reported that while in use on a patient in cardiac arrest, the device would not deliver defibrillation therapy. The patient was in asystole. The crew tried to monitor the patient using the quik-combo electrodes. The device did not detect the electrodes. A shock test was performed successfully after the incident. The information about the patient's outcome is not currently available.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to reproduce the reported failure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.